Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating the system no longer issued an alarm. The nurse reported that the patient almost died during the incident last night. However, through good faith efforts (gfe) such claim could not be supported. It was confirmed through customer feedback there was no patient harm or impact.

Manufacturer narrative:
The field service engineer (fse) reported the unit was correctly configured, before the red blood pressure (bp) alarm there was always going to be the yellow alarming. The fse noted the customer had facilitated an upgrade from mp70 to the mx750. Most of the settings were taken from the well-known configuration, "red outside bp alarms". The fse concluded, all was working like configured and expected. The staff did not react to the yellow alarms of the patient; therefore, red alarms were not given. The fse described this event as possible alarm fatigue, especially for yellow alarms. It was clear there was not enough staff to handle the situation. The logs were provided by the fse as further evidence. No further investigation or action is warranted at this time. Reporting institution phone (B)(6).